Event description:
It was reported that the user was unable to initiate a meal announcement because the device displayed a fill tubing workflow while the user remained connected to the infusion set, and the device proceeded to press-and-hold as part of the fill process. Troubleshooting confirmed 0 units had been delivered during the attempted fill, drops were observed upon test press, and the fill completed after disconnection, after which the user successfully announced a meal. Symptoms included hyperglycemia with a self-reported blood glucose of 182 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting education. Investigation of this case revealed user-connected tubing during a fill procedure, consistent with use error; device functioned as designed once proper disconnection occurred and insulin flow was confirmed. It was concluded that the event was attributable to use error during tubing fill, with device performance within specifications after guidance.